Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿revision total hip replacement - corail pinnacle head and liner exchange for dislocation. Neutral 50/32poly and ceramic 32+1 removed. Pinnacle dual mobility liner, bimentum 43/22.225 liner and 22.225+4 metal head implanted. Surgeon satisfied with stability of new construct¿ the product was not returned to depuy synthes, however photos were provided for review. See attachment, "(B)(4) source data with image". Review of the photographic evidence revealed that the outer surface of the delta cer head 12/14 32mm +1 exhibits sings of metal transfer consistent with an unintended contact with the edge and outer surface of the acetabular cup due to the reported dislocation event. However, it is worth mentioning that the provided radiological images does not represent a dislocation, the position of the femoral head can be observed centered regarding the acetabular cup. With the information provided is not possible to determine a potential cause at this moment. The mode of failure of the device is multi-factorial and consideration must be given to all other potential influences such as surgical process, patient variables (e.g. Activity level and use), anatomical considerations and patient changes over time. Any conclusions from the investigational input provided have to be placed into context with all other relevant factors. The overall complaint was confirmed as the observed condition of the delta cer head 12/14 32mm +1 would contribute to the complained device issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Manufacturer narrative:
Product complaint (B)(4). Investigation summary: no device associated with this report was received for examination. An evaluation of the manufacturing record could not be performed, as the required lot number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected and distributed to approved specifications. Additional complaint information, monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. If additional information is made available, the investigation will be updated as applicable. Device history lot: the device lot number is unknown. Therefore, a device history review could not be performed. If the lot/serial number becomes available, the record will be re-assessed.

Event description:
Revision total hip replacement - corail pinnacle head and liner exchange for dislocation. Neutral 50/32poly and ceramic 32+1 removed. Pinnacle dual mobility liner, bimentum 43/22.225 liner and 22.225+4 metal head implanted. Surgeon satisfied with stability of new construct. Patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Dislocation. Revision surgery., was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: revision surgery. Implant exchange., is the patient part of a clinical study: unknown, ip-(B)(6). Device property of: none. Device in possession of: none. Ip-(B)(6). Device property of: none. Device in possession of: none. By checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst. True.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.